Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was one sample (open, used) returned with this complaint. The needle was returned attached to a bd 3ml syringe and the safety shield of the needle was completely activated. A visual inspection on the sample revealed a crack on the hub and damage to the lugs of the hub, consistent with excessive force applied during attachment of needle onto the syringe. The reported condition of leakage (broken hub) is confirmed. The reported condition of a malfunctioning shield is not confirmed. The exact root cause of the reported condition could not be determined based on the available information. An analysis was conducted and the most likely root cause of damage to the hub (and subsequent leakage) was over-torquing the needle onto syringe by the user during attachment. The most likely root cause of shield malfunction is improper activation techniques during use of the device. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage, leakage, and shield activation. The lot met all defined acceptance requirements and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It is recommended that the user follow the IFU for attachment and shield activation methods. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the needle malfunctioned and instead of going into the patient, the medication bubbled out of the blue plastic section of the needle. The needle guard also malfunction and nurse stuck her finger with needle.

Manufacturer narrative:
The device history record (DHR) for lot 631288 indicates that there were no defects found in 680 visual and 859 physical samples inspected from the lot. There was one sample (open, used) returned with this complaint. The needle was returned attached to a bd 3ml syringe and the safety shield of the needle was completely activated. A visual inspection on the sample revealed a crack on the hub and damage to the lugs of the hub, consistent with excessive force applied during attachment of needle onto the syringe. The reported condition of leakage (broken hub) is confirmed. The reported condition of a malfunctioning shield is not confirmed. The exact root cause of the reported condition could not be determined based on the available information. A 6m analysis was conducted and the most likely root cause of damage to the hub (and subsequent leakage) was over torqueing the needle onto syringe by the user during attachment. The most likely root cause of shield malfunction is improper activation techniques during use of the device. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage, leakage, and shield activation. The lot met all defined acceptance requirements and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It is recommended that the user follow the IFU for attachment and shield activation methods. If information is provided in the future, a supplemental report will be issued.